Manufacturer narrative:
Neither the serial number of the device, nor the lot number of the disposable set, was reported. The report from the user facility states that the pump was set to 100ml/hr; however, the rapid infuser is calibrated in ml/min. Furthermore, the operator's manual instructs the user to adjust the flow rate using the rate key, not the bolus key. Without further information, it is difficult to determine what occured in this case. We have contacted the user facility and will continue to reach out in an attempt to obtain more information. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
On (B)(6) 2019, we received the following complaint from the department of health and human services about an incident that occurred on (B)(6) 2018: "product was used during a liver transplant case and the anesthesiologist set the infusion pump to a 100 ml/hr setting, and during the surgery in defaulted to 40 ml/hr causing the pt to become hypotensive. They continue to hit bolus button to help infuse the blood at a higher rate. They checked for clotting in the tubing and didn't find anything. The infuser was check by our equipment personnel and the rep and nothing was found".